Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 85mm abdominal aortic aneurysm. It was reported during the index procedure on the final angiogram a leak was found. Further intra operative imaging showed a possible hole on the main body just above the flow divider. The physician stated further imagine will be carried out and the patient is asymptomatic.  No cause as per the physician for the endoleak was provided. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films returned; however the cause and subtype of endoleak could not be fully determined. Complete procedural or post procedural CT¿s were not provided for analysis of the stent graft in-vivo configuration. Endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films returned; thereby, making determination of the endoleak type difficult. A type iii fabric endoleak cannot be ruled out as analysis of the returned films did show some calcification in the abdominal aorta, which has a potential to contribute to an acute fabric tear. Equally, a type IV endoleak cannot also be ruled out as it is possible that there was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues that may have contributed to the observed endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided. Although endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, it is most likely that the observed endoleak was a type ii endoleak from a patent collateral vessel. While a type iii fabric endoleak cannot be ruled out , analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues that may have contributed to the observed endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: the implanting physician has reviewed the films and at this time suspects a possible type ii leak from accessory renal artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.